Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 04-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 135-140 mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 242 and 254 mg/dl non-fasting using true metrix meter. Customer is satisfied after troubleshooting that the results are within the acceptable variances and is satisfied the products are working as intended. The test strip lot manufacturer¿s expiration date is 10/17/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. Result 1: 196 mg/dl time: 7:19am date: (B)(6) fasting right hand . Result 2: 208 mg/dl time: 7:18am date: (B)(6) fasting left hand . Result 3: 219 mg/dl time: 7:09am date: (B)(6) fasting left hand . Result 4: 229 mg/dl time: 7:15am date: (B)(6) fasting left hand. Result 5: 186 mg/dl time: 7:13am date: (B)(6) fasting right hand.